Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges customer fell out of the chair and was injured. (Claims customer slid out of chair).

Event description:
Alleges customer fell out of the chair and was injured. (Claims customer slid out of chair).

Manufacturer narrative:
The device was returned for evaluation. The alleged event could not be duplicated.